Event description:
It was reported by the customer that during a surgical procedure, the bur became stuck in the attachment. It was also reported that when the bur became stuck a second attachment was selected, the bur in the second attachment also became stuck which happened at the end of the case. It was further reported that surgery was completed successfully using the second attachment and there was a short delay of 5 minutes to swap attachments. It was also reported that there were no adverse consequences as a result of this event. It was subsequently reported that during testing conducted at the manufacturer a broken bur was found inside the attachment.

Event description:
It was reported by the customer that during a surgical procedure, the bur became stuck in the attachment. It was also reported that when the bur became stuck a second attachment was selected, the bur in the second attachment also became stuck which happened at the end of the case. It was further reported that surgery was completed successfully using the second attachment and there was a short delay of 5 minutes to swap attachments. It was also reported that there were no adverse consequences as a result of this event. It was subsequently reported that during testing conducted at the manufacturer a broken bur was found inside the attachment.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer that during a surgical procedure, the bur became stuck in the attachment. It was also reported that when the bur became stuck a second attachment was selected, the bur in the second attachment also became stuck which happened at the end of the case. It was further reported that surgery was completed successfully using the second attachment and there was a short delay of 5 minutes to swap attachments. It was also reported that there were no adverse consequences as a result of this event. It was subsequently reported that during testing conducted at the manufacturer a broken bur was found inside the attachment.

Manufacturer narrative:
The quality investigation is complete.